Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The adhesion/clogging of the material in the air/water cylinder and air/water channel was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air water cylinder and the air water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.